Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The results of the investigation are as follows: a picture was not provided of the trial. The devices were not returned for further evaluation. Lot identification was not provided therefore the device history records could not be reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient product information.

Manufacturer narrative:
(B)(4). Reference report: 0001825034-2021-01771. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported as trial bearings were put on poly gun following surgical technique the lip of the insert cracked and was unable to be trialed. Attempts have been made, but no further information is available at the time of this report.